Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was implanted after the use by date (ubd). Additional information could not be obtained at the time of the report.  Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, , lot # va07jwn, implanted: (B)(6) 2013, product type lead. (B)(4).